Manufacturer narrative:
No medical intervention or additional information was reported to seaspine.

Event description:
A patient underwent spinal surgery on (B)(6) 2021 consisting of seaspine's vu a·pod primenanometalene interbody. Seaspine was made aware on (B)(6) 2022 of implant subsidence and possible pseudarthrosis at the l5-s1 level.